Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3 full height cubie drawer was failed. A field service engineer (fse) identified that full height drawer 3 had failed and would not recover, observing that the solenoid was not actuating and that the system indicated the drawer as open in configuration despite being physically closed. Fse checked for loose connections and inspected the sensor, where the magnet insert was found to have failed, and replaced it with the revised version. Fse then tested the drawer through the configuration menu and had the customer perform a drawer recovery, after which the customer successfully operated the drawer multiple times. Fse completed a general inspection of the unit, confirming that all auxiliary cables were securely connected with no physical damage and that the bus cable throughout the auxiliary unit was intact. The unit was verified to be fully functional with no serious damage, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, full height cubie drawer failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.